Event description:
It was reported that the needle deployed prior to proper pod activation. The patient was filling the pod with insulin when the needle deployed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.